Event description:
Customer reported that the paramedics were called to assist him, because he black out and was in a car accident and hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that his insulin pump did not alarm to alert him when he was going low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.